Event description:
It was reported that on (B)(6) 2010 the patient presented the preoperative diagnosis of chronic severely symptomatic spondylolisthesis l5-s1 with dynamic radiculopathy. The patient underwent surgery which consisted of an anterior lumbar interbody fusion l5-s1 cage with bmp; minimally invasive posterolateral lumbar fusion l5-s1; and minimally invasive bilateral pedicle screw fixation l5-s1. Per the post operative report ¿¿prior to placing the cage, the bmp was prepared and packed into the cages as is typically done¿.at one point during the placement of the right pedicle screw, the guide wire was noted to protrude slightly out the anterior cortex of the bone and it was quickly backed up..¿ no complications were noted. On (B)(6) 2010 in a post op f/u the patient presented mild incisional discomfort. A lumbosacral spine 2-3 v x-ray was taken which showed ¿there is mild spondylolisthesis at l5-s1. There is questionable slight posterior displacement of the posterior marker of the intradiscal cage. ..¿ on (B)(6) 2010 the patient presented right sided lower back pain, buttock pain with some radiation to the anterior thigh, and leukocytosis. Per the doctor¿s notes, x-rays revealed a healing fusion in good position. There is mention of an opioid dependence and that the patient overused her medication and was suffering from withdrawal. Pertaining to the leukocytosis, it is stated in the patient record, that ¿..there is chance she has a low grade infection..¿ on (B)(6) 2011 the patient presented the preoperative diagnosis of lumbar radicular pain predominately right sided and lumbar post laminectomy syndrome. The patient underwent treatment which consisted of a lumbar transforaminal nerve root injection, right l4-5 and l5-s1. On (B)(6) 2011 the patient presented the preoperative diagnosis of lumbar radicular pain predominately right sided and lumbar post laminectomy syndrome with her pain mostly above the level of the knee. The patient underwent treatment which consisted of a lumbar transforaminal nerve root injection, right l3 and l4. On (B)(6) 2011 the patient presented the preoperative diagnosis of lumbar radicular pain and lumbar post laminectomy syndrome. The patient underwent treatment which consisted of a lumbar transforaminal nerve root injection, right l2, l3 and l4. On (B)(6) 2012 the patient presented chronic lumbosacral and sacroiliac joint pain mostly right-sided and lumbar pain radiating to the right leg and evidence of some sacroiliitis on the right side. The patient received a sacroiliac joint injection, right side. On (B)(6) 2012 the patient presented the preoperative diagnosis of lumbar pain and lumbar spondylosis. The patient underwent treatment which consisted of a lumbar facet medial branch nerve block injection, l3-4 and l4-5.

Manufacturer narrative:
(B)(6). (B)(4).